Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2367 alarm that occurred on the homechoice (hc) unit during drain 1. The technical service representative (tsr) assisted the hp to review the alarm log: the hp reported a se 2240 prior to the se 2367. The tsr explained se 2240 indicates a large amount of air has entered setup and instructed the hp to close clamps. The tsr then instructed the hp to cycle power to clear the alarm. The tsr advised the hp to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).